Event description:
A display problem on the screen was reported by the customer, with missing pixels observed on the left side of the screen after the pump was plugged in and started. There was no adverse impact on the customer's blood glucose level. The device is being returned for further inspection, and a replacement pump with the serial number (B)(6) is expected to be sent to the customer.